Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for a lysis follow-up procedure to treat a blood clot. During usage, the device bent and became stuck on a non-bsc guidewire. The device became difficult to re-load due to this event. The device and guidewire had to be removed together as one unit. There were no patient complications, and the case was completed with another device of the same model.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream xc catheter, 2.4mm, us. The device was connected to the console per the IFU. Functional analysis of the device was completed with no errors. The device was visually and microscopically inspected for damage. The device showed a kink at 118cm from the tip. Product analysis confirmed the reported complaint.

Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for a lysis follow-up procedure to treat a blood clot. During usage, the device bent and became stuck on a non-bsc guidewire. The device became difficult to re-load due to this event. The device and guidewire had to be removed together as one unit. There were no patient complications, and the case was completed with another device of the same model.